Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will be discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter that the reservoir of one (1) ce intermate lv 250 device had ruptured during patient use. According to the report, the device was filled with 200ml of vancomycin (1g/200ml of d5w). The rupture occurred during the end of infusion and roughly 5-15ml of solution remained in the housing. There is no report of patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4).the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.